Event description:
It was reported that during use with 2 bd vacutainer® ultratouch¿ push button blood collection set leakage occurred. There was no patient impact. The following information was provided by the initial reporter, translated from french to english: the gastroenterology department alerted us to a leak in the green wing: incidents that occurred twice in this department with the same batch. The devices in question were not kept.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. Common device name: intravascular administration set. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from the bd inventory were functionally tested and leakage was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10